Manufacturer narrative:
Please note that this complaint was submitted to the FDA by the user facility with the following reference number:(B)(4) the following sections are being updated based on additional information included in the user facility report submitted to the FDA: 1. Section e. Box 4. Initial reporter also sent report to FDA. 2. Section g. Box 3. Report source.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using a ruby coil lp. During the procedure, a ruby coil lp would not advance at all within its introducer sheath; therefore, it was removed. The procedure was completed using another ruby coil. There was no report of an adverse effect to the patient.